Event description:
It was reported that the single chamber implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The impedance measurements are observed to spike to greater than 3000 ohms intermittently and then generally return to within normal specification limits. It was noted that the physician cannot reproduce the issue. Boston scientific technical services (ts) indicated that there are no stored episodes with noise and the last stored episode was approximately one year ago. Ts provided guidance that inability to reproduce out of range impedance measurements and noise suggests a device header spring contact issue. Ts discussed that they could consider monitoring the issue and if there is any respiratory rate trend (rrt) sensor noise and oversensing observed, they can consider programming the rrt sensor off. The boston scientific field representative indicated they will discuss this with the physician. The products remain in-service. No patient symptoms or adverse patient effects were reported.